Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy procedure, at the first firing, when the device was about to be fired, the safety lock got functional and the device was unable to be fired. It was unusable. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient injury.